Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 288 mg/dl. The customer stated that he had changed the infusion set 3 times, but the alarm kept occurring during prime. The customer also reported that the insulin pump was making a clicking sound. During troubleshooting, he disconnected at the quick release and stated that a small amount of insulin exit the tubing during prime. It was advised that there may be a site related issue. The customer mentioned he had blood at site once, no bent cannulas and sometimes the site would get swollen, but no signs of infections were noted. The device will not be returned for analysis.